Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion and noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.